Event description:
It was reported the patient has been explanted. As per information received, an infection was unk and there was no break in the skin, impending extrusion . No additional information is available as of this date.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.